Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting a sensor error message with the adc device. As a result, the customer experienced dizziness, loss of balance, headache, and a loss of consciousness. The customer was treated with glucagon injection by a nurse for the treatment of hypoglycemia. The customer additionally reported treatment of humalog and abasaglar insulins. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug did not returned. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Sensor found to be in state 1 (storage state) .extracted data from the returned sensor using approved software. Insertion failures were not observed. Therefore, the issue is not confirmed to use due to no insertion failures, which is evidence that user did not activate the sensor. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download section d4 (serial number) was updated from (B)(6). Based on returned product download all pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting a sensor error message with the adc device. As a result, the customer experienced dizziness, loss of balance, headache, and a loss of consciousness. The customer was treated with glucagon injection by a nurse for the treatment of hypoglycemia. The customer additionally reported treatment of humalog and abasaglar insulins. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received reporting a sensor error message with the adc device. As a result, the customer experienced dizziness, loss of balance, headache, and a loss of consciousness. The customer was treated with glucagon injection by a nurse for the treatment of hypoglycemia. The customer additionally reported treatment of humalog and abasaglar insulins. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.